Event description:
It was reported that the distal part of the right ventricular lead was fractured. Upon removal, the distal end of the lead had scar tissue encasing the lead which made extraction very difficult. The distal part of the lead did not move due to scar tissue and the lead would bend at the proximal part of the scar tissue. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.